Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). In section b5, reporter inadvertently did not note that 2 false positives were reported by user.

Event description:
User reported 2 false positive results. No follow up tests were provided. Report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of the report. Follow up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00013 test 2 of 2). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. No follow up tests were provided. Report 1 of 2.